Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in defibrillation coil impedance which had reached a high range. A rise in left ventricular (lv) lead pacing impedance was also observed. The leads remain in use. No patient complications have been reported as a result of this event.